Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture at 7.5 v due to dislodgement. The lead was replaced.